Manufacturer narrative:
Additional information: h3-device evaluaition: lens returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -12.50 diopter, implantable collamer lens was implanted into the patients right eye(od) on (B)(6)2018. On (B)(6) 2019 the lens was exchanged for different diopter lens. This exchange resolved the problem.